Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Patient reported: 2006 - patient underwent open epigastric hernia repair with mesh implant procedure. Post-procedure-patient reports from the time of the implant procedure to current, she has been experiencing pain in the area and a pulling/tearing sensation. She is not able to bend or pull because of this discomfort. In the recent past, patient has noticed a bulge/ recurrence in the area, left of where the composix kugel was reportedly placed.